Event description:
It was reported that charging cable was damaged while charging supplies remained usable. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged replacement of damaged charging supplies, with no further information provided regarding additional outcomes.